Event description:
The pt had received meropenem for mrsa sepsis in an unspecified site. The pt had two evds before shunt insertion. Staphlococcus epidermidis was isolated in scanty amounts from a csf sample taken at shunt insertion. This was not tested for sensitivity to rifampicin or clindamycin. It appears from the clinical data that the csf was infected before insertion of the device, probably from a previous evd. The stay at hosp along with treatment for msra sepsis could have resulted in skin colonisation with resistance bacteria. The shunts was clearly infected and the strain of s epidermidis was resistant to both rifampicin and clindamycin, the antibiotics that are contained in the bactiseal catheter. At this time, the complaint is considered to be closed. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports infection occurred with implanted bactiseal catheter. The customer believes the catheter should have prevented the infection from occurring.